Manufacturer narrative:
(B)(6). This report is for an unknown quantity of unknown cortical non-locking screws. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that in (B)(6) 2017, status-post, patient presented with a non-union of both the proximal and distal fractures from a second fall. On (B)(6) 2017 surgeon removed all implants which consisted of small fragment locking compression plate (lcp) and a large fragment locking compression plate. There was overlapping of bone coverage between the two plates for the proximal and distal humerus fracture. It is unknown which plate was placed on each fracture. There were a total of 16 screws used between the two plates. The screws included one (1) lag screw, a combination of 3.5mm cortical locking screws and 3.5mm cortical non-locking screws, 4.5mm non-locking screws and 5.0mm locking screws. Patient was revised to one (1) long proximal humerus plate - 10 hole and an unknown quantity of 3.5mm cortical locking screws and bone was harvested from the iliac crest. Patient had a large amount of bone loss due to the non-union. Revision surgery was completed successfully with no surgical delay. The explanted hardware was reported to be in good condition. No fragments were generated. Patient was reported in stable condition. Patient underwent a previous revision surgery on (B)(6) 2016 - captured in (B)(4). This report is for unknown 3.5mm cortical non-locking screws, unknown quantity. This is report 4 of 7 for (B)(4).